Event description:
Patient visibly upset, in pain, and was repeatedly pushing pca button for relief. Patient reported pump, "wasn't working," to rn. Rn assessed pump - rn found the pump was off and the buttons were not working. The pump was plugged in, yet it would not turn back on. With a witness, rn removed medication syringe from the pump with the pca key and wasted the remainder of the medication. Rn was unable to document dose patient had used via pca due to pump malfunction.